Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0qcq6, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator. It was reported the patient stated that after battery replacement last year his symptoms never got better. The physician suspected the lead placement was inaccurate. No environmental or external factors were suspected to have led or contributed to the issue. It was reported no interventions were performed yet and the x-ray date was unknown. Surgical intervention had not occurred but it was planned. The issue was not resolved and the patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient saw the neurologist the day prior to the report and had a CT scan and the surgeon said the lead was kinked. It was unknown if a revision was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient did not have sufficient benefit from the initial placement of the lead. The patient felt their symptoms were better after the lead placement but did not resolve to their satisfaction. They were considering a lead revision. The cause of the inaccurate lead placement was not determined. As an action/intervention, the physician ordered imaging (scan not yet scheduled) to determine lead placement. The issue was reported as not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that lead revision had not been scheduled. The cause of the kinked lead and the patient¿s symptoms never getting better issues were not determined. It was reported that the issues. There were no further complications reported or anticipated.